Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not identify any similar incidents. All available information was investigated and the reported slda appears to be related to the patient morphology/pathology. There is no indication of a product quality issue with respect to manufacture, design or labeling. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for single leaflet device attachment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 with a severely prolapsed posterior leaflet. A mitraclip ntr was implanted, however after deployment a single leaflet device attachment (slda) occurred. The clip detached from the anterior leaflet and remained attached to the posterior leaflet. In the physician's opinion, the slda was due to pre-existing prolapsed posterior leaflet. Another clip was implanted to stabilize the slda, reducing mr to trace. There was no clinically significant delay in the procedure and no adverse patient sequela.